Manufacturer narrative:
The initial MDR 2432235-2016-00616 was filed on october 14, 2016. The first supplemental MDR 2432235-2016-00616_s1 was filed on november 3, 2016. Additional information (12/01/2016): upon a siemens headquarters support center specialist instructions, a siemens regional support center specialist replaced the sample probe level controller, but sample build-up was still occurring around the dispense position. The instrument was replaced with a new advia centaur xpt instrument.

Manufacturer narrative:
The initial MDR 2432235-2016-00616 was filed on october 14, 2016. Additional information (10/04/2016): a siemens headquarters support center (hsc) specialist and regional support center (rsc) specialist visited the customer site. The reagent probe motor mechanisms and belt tension were inspected. It was found that the lead screws were discolored indicating lack of lubrication. It was also determined that a non-approved lubricant was used to lubricate the lead screws. Mechanical calibrations of the reagent probe 3 were verified and adjusted, deionizer assembly was inspected and cleaned and the sample and ancillary arm assembly was replaced. It was found that there was sample residue buildup on the sample area access cover. Dark counts with and without cuvettes was run, which was out of range. The luminometer and photon counter printed circuit board were replaced after which the dark counts were acceptable. The background counts were performed and it was found that the acid and base values were low. A daily cleaning procedure, system checks and precision testing were performed, all of which were acceptable. The horizontal belt controlling the sample arm was tightened and the hsc specialist instructed the customer to monitor the sample residue buildup. The cause of the (B)(6) results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse found that the fitting for the wash 1 at the wash displacement port needed to be replaced. The cse also determined that the valve for water at the wash displacement port was not functioning properly and residue was present at the sample probe pre-dispense position. The cse also found a mechanical issue with the belt. The cse performed troubleshooting to correct the mechanical issues.

Event description:
A discordant, (B)(6) result was obtained on one patient sample on an advia centaur xpt instrument. The discordant result was not reported to the physician(s). The sample was repeated twice on an advia centaur xp instrument, resulting (B)(6) both times. The repeat results obtained on the advia centaur xp instrument were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, (B)(6) results.